Event description:
It was reported that during an implant procedure, the atrial lead failed to connect on the pacemaker and subsequently dislodged. The physician elected to explant and replaced the atrial lead on the same day, (B)(6) 2024. The patient had no consequences throughout the procedure.

Manufacturer narrative:
Investigation conclusion updated to "no problem detected.

Manufacturer narrative:
The reported events were lead dislodgement and failure to connect. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to connect was not confirmed. Final analysis found no indication of conductor fractures or internal shorts and no physical anomalies.